Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the balloon of the catheter would not deflate. Allegedly, the user used a spinal needle to pierce through the vaginal wall in order to deflate the balloon. Per additional information received via email on 21 march 2019 from (B)(6) representative, there were no missing pieces of the balloon.

Event description:
It was reported that the balloon of the catheter would not deflate. Allegedly, the user used a spinal needle to pierce through the vaginal wall in order to deflate the balloon. Per additional information received via email on (B)(6) 2019 from ibc representative, there were no missing pieces of the balloon.

Manufacturer narrative:
Although the reported event was confirmed, a root cause could not be determined. The inspector received a cut inlet tube with a silicone catheter attached. No packaging was included. There was noted to be a cut on the shaft of the catheter. No missing pieces were noted. An attempt to inflate the balloon was made using a syringe but was unsuccessful due to a pinhole leak. The shaft cut was 0.4370 inches from the bifurcation area. The pinhole was measured to be 0.015 inches. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "proper techniques for urinary catheter insertion perform hand hygiene immediately before and after insertion. Insert urinary catheters using aseptic technique and sterile equipment. Use the smallest foley catheter possible, consistent with good drainage. Document the indications for catheter insertion, date and time of catheter insertion, individual who inserted catheter, and date and time of catheter removal in patient record. Proper techniques for urinary catheter maintenance secure the foley catheter, use the statlock® foley stabilization device if provided. Maintain a closed drainage system by utilizing pre-connected, sealed catheter-tubing junctions. Maintain unobstructed urine flow and keep the catheter and collection tube free from kinking. Keep the collection bag below the level of the bladder or hips at all times. Empty the collection bag regularly (e.g., prior to transport) using a separate, clean collection container for each patient. Routine hygiene (e.g., cleansing of the meatal surface during daily bathing or showering) is appropriate. Leave foley catheter in place only as long as needed". Correction: d4 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.